Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneuryx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The pt's vessels were non tortuous and had severe concentric calcification that extended from the distal aorta down to the iliac arteries. The iliac arteries were reported to be tight. It was reported that the bifurcated device was deployed without complications; however, after deployment of the iliac stent graft the physician felt resistance and was unable to retract the runners or pull the delivery system into the 16 french cook sheath. The device and the cook sheath were successfully removed from the pt simultaneously. Another 16 french cook sheath was inserted in the pt for deployment of 2 add'l iliac extension cuffs and the case was successfully completed. No clinical sequelae were reported, and the pt is reported to be fine.